Event description:
Customer reported the system is displaying a stator error and will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board, x-ray controller battery, repaired the lemo connector, and replaced the filament driver board. System operates as intended.